Event description:
Resident was being pushed out of dining room by lpn in the geri chair and chair fell apart. The main support on bottom of chair broke in half. Resident was not being pushed fast. Resident was thrown to floor and was evaluated for injuries.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. The device was not destroyed/disposed of.